Event description:
The facility reports the pt was being transferred when the pt lost consciousness and slipped out of the lift, falling to the floor and striking the left side of body on the floor and the left side of head on arm chair. The pt suffered a right clavical fracture, a left humerus fracture, and tibia and fibula fractures.